Event description:
It was reported that the locking pins were worn. No adverse consequences have been reported.

Event description:
A customer contacted baxter technical service center to report a system error 2240 (air) during drain 3 of 3 on the homechoice (hc). The homepatient (hp) disconnected and then reconnected and did not press stop when he disconnected. The technical service representative (tsr) had the homepatient (hp) recycle the power twice and cleared the alarm. The tsr explained the alarm and the caller would discard the supplies finish with manuals and contact the nurse. Follow up with the nurse revealed that she was not aware of the incident. No further information was provided.

Manufacturer narrative:
(B)(4). The product labeling was reviewed and determined to be adequate for instructions for emergency disconnects. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.